Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro device stayed on although the toggle switch was confirmed to be in the off position. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product was returned.

Manufacturer narrative:
Investigation: maquet cardiovascular received the device on (B)(4) 2010. Visual inspection revealed that the jaws were slightly burnt. Resistance testing was performed and the device was found to be within specifications. A pre-cautery test was performed on the device with a reference power supply and extension cable. The device passed the pre-cautery test. Based upon this testing, the reported failure "device remains activated" is not confirmed. A lot history record review was performed and there was no nonconformance that could have caused the reported failure mode. This failure mode is currently being investigated in our CAPA system. (B)(4).